Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composixl/p device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A composix l/p was implanted into patient's body to repair the hernia defect. (B)(6) 2017: the patient underwent a small bowel resection and extensive lysis of adhesion and removal of the composix l/p. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The composix l/p implanted in patient failed to reasonably perform as intended. The composix l/p caused serious injury and had to be surgically repaired and removed. Therefore, the product necessitates additional invasive surgery to repair the hernia that the composix l/p was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.